Event description:
It was reported that the attachment device was "vibrating." It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned. (B)(4) evaluated the device and observed that the device did not meet manufacturing specifications, it was vibrating. Evidence suggests this was due to usage/wear over time. If additional information should become available, a supplemental report will be sent accordingly. (B)(4).